Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the release button on the insertion device was stuck, and when the customer pressed down on it, the infusion set was unintentionally released into her hand. No adverse event was reported. The alleged product was requested for evaluation.